Event description:
It was reported that the sensitivity of the external pulse generator could not be adjusted. It was further noted that though the device was not in a "locked" state the sensitivity could not be adjusted and that in the upper left corner of the lower display it stated "bad menu????". The battery was replaced and the message had cleared however the sensitivity dial was not incremental per each click of the dial, the dial required almost a full rotation before it would change. It was noted that the generator was 17 years old and that it did not need to be replaced. The generator was returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: during analysis the customer comment that the sensitivity could not be adjusted was confirmed and it was noted that the menu coder was intermittent. Analysis also noted that the upper case was dented and contaminated, the lower case was broken and contaminated, the battery release was contaminated, the side bail covers were broken, the battery contacts were compressed, the battery drawer was chipped and the keyboard was scratched and contaminated. The device was to be scrapped in-house.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.